Event description:
New information received indicates that the device was explanted and replaced.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Base on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a routine device check, premature battery depletion was observed. Device replacement was suggested.